Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history records were reviewed and there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) during the manufacture of the material. Regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect report, it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility, nor is being manufactured at the time; however, regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened (this CAPA is owned by (B)(4)). If the device sample becomes available at a late...

Event description:
The customer alleges that the plastic screw thread is not screwing on. No patient injury reported.